Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer auxiliary drawer 2 failed to release. The field service engineer (fse) replaced the flat flex cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, aux 2 drawer 1 failed to release. The drawer and cubie initially failed, and although the drawer was fixed, the cubie would not release. The cubie was eventually released, but the system continued to prompt for maintenance notification, and the drawer remained in a failed state even after rebooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.